Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via analysis of the submitted log files. The submitted system controller event log file contained approximately 3 days of data ((B)(6) 2000 per the timestamp), and the submitted system controller periodic log file contained approximately 11 days of data ((B)(6) 2000 per the timestamp). A controller clock not set alarm was captured throughout the log file dues to the system controller clock being reset to the default timestamp of (B)(6) 2000. It should be noted that after a total loss of power occurs due to there being no external power to the system controller and the backup battery becoming depleted, a controller clock not set alarm will activate upon powering on the system controller. Upon powering back on, the system controller clock will be reset to the default timestamp of (B)(6) 2000 at 00:00:01, and it will increase in time from that timestamp. This indicates that approximately 21 days ago, a total loss of power may have occurred due to there being no external power to the system controller and the backup battery becoming depleted. No other notable alarms were observed in the log file. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2023. The patient was placed on the system monitor to interrogate their ventricular assist device (vad). Upon placement the screen showed that the patient's controller clock had reset. The clinicians reported that the patient's clock was previously set and the patient denied any loss of power or driveline disconnect. The patient did not do any controller exchanges. The log file review showed that both the periodic & event logs were filled with controller clock corrupt events. This is usually caused by a total loss of power to the system. It was noted that the power was restored to the controller about 21 days prior. Additionally, it was noted that the patient was never connected to a mobile power unit (mpu) or power module. The log files also showed 102 uses of the emergency backup battery (ebb).